Event description:
It was reported that the 2600 system experienced and incomplete boot up. No report of patient injury or involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified issue with loading software into customer supplied hard drive. Removed a jumper from the 3rd party hard drive and loaded replacement software. Verified the system performed fluoro using foot switch as panel control was disabled. System returned to service.